Manufacturer narrative:
(B)(6) 2018 external perc lead replacement related manufacturer report number: 2916596-2018-04825. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced sudden low flow alarms on (B)(6) 2020 after connecting to the power module. This patient had a previous external percutaneous (perc) lead replacement on (B)(6) 2018 due to a suspected short-to-shield. The patient was readmitted. Low flow hazard and low speed advisory alarms were reported and review of the log files observed a situation where the pump could not maintain speed for a duration of approximately 30 minutes under power module support. The patient was switched to battery support and pump speeds increased. Another short-to-shield was suspected. X-rays were taken and showed no visible progression of damage to the internal stressed area of the perc lead when compared to x-rays from the (B)(6) 2018 event. The clinic decided to request an unshielded cable to bridge to further therapy decisions. The patient was reported to be doing fine with no further complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low speed and low flow events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The submitted log file captured several pump stops and low speed hazard/advisory events from 21:58:28 through 22:38:07 on (B)(6) 2020 and from 09:34:52 through 09:35:01 on (B)(6) 2020. These events only occurred while at least one of the system controller power cables was connected to a power module. Elevations in pump power up to 20.0 w were observed during some of these events, and low flow hazard events were observed at times when a low speed hazard was active by design. It was reported that the patient was switched directly to battery support following these events and the device ramped up to speed. A short to shield was suspected. The account deviced to request an unshielded patient cable to bridge the patient to further therapy decisions. It was later reported that the request form and medical prescription for an unshielded patient cable were provided. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas instructions for use (IFU), section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.